Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the returned device appear to be cracked in the middle. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.this device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the articular surface provisional sz 3 8mm was found to be cracked. As this was noticed upon inspection, no patient was involved.